Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that blood loss occurred during a patient's hemodialysis (hd) treatment on a multifiltrate pro machine. At an unspecified point in treatment the machine started to alarm with an unspecified message and the screen froze. The issue was unable to be rectified and the patient's blood could not be returned. The patient's estimated blood loss (ebl) does not exceed 500 ml. No serious injury or required medical intervention was stated upon initial reporting. Machine data and additional information has been requested.

Event description:
It was reported to fresenius that blood loss occurred during a patient's hemodialysis (hd) treatment on a multifiltrate pro machine. At an unspecified point in treatment the machine started to alarm with an unspecified message and the screen froze. The issue was unable to be rectified and the patient's blood could not be returned. The patient's estimated blood loss (ebl) does not exceed 500 ml. No serious injury or required medical intervention was stated upon initial reporting. Machine data and additional information has been requested.

Manufacturer narrative:
Plant investigation: the machine files were received for review. According to the records, a software error occurred and error code 9040.1 was triggered. There are many sources for this error to occur. There is currently no software available to stop this behavior. Rebooting the machine should resolve the error and treatment can continue. Manual blood reinfusion should always be possible and is described within the instructions for use (IFU). Software version 6.02 solves some sources of the software error but not all possible sources could be/were addressed. The sources of those cases are collected and considered within the scope of the product improvement process. A review of the device history record (DHR) is not required for this case.